Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal pd4 ambuflex therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. The cause was possibly due to the adapter used by the hospital. On an unreported date the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Upon further investigation it has been determined that this report is a duplicate of master complaint (B)(4). The investigation pertaining to this case of peritonitis can be found in report 1423500-2012-03873 against an unknown disposable. No further investigation will be performed in this complaint.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11h31070 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.